Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo lesion in the lower bifurcation of the femoral artery. Following pre-dilatation, an attempt was made to deploy the 5x200 mm supera stent; however, the stent deployed 5 centimeters into the introducer sheath. It was impossible to remove the sheath and the patient had to be sent to open surgery to cut the supera stent system out. A clinically significant delay in procedure was reported due to the surgical intervention. The patient is doing ok. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported deployment issue and difficulty removing was unable to be confirmed as the stent had already been fully deployed. It is possible that the introducer sheath was too close to the deployment site or it may be possible that the vessel was not pre-dilated enough or narrowed causing the proximal end of stent to elongate into the introducer sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment issue. The difficulty removing, tip detachment, additional treatment/surgery are related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.